Event description:
The doctor reported 33mm device was in a good position after full deployment. While assessing the device position with bubble contrast he noticed the device rotated 90 degrees, became dislodge, moved freely into the la and then disappeared from transesophageal echocardiogram field. Using x-ray, the device was located at the arch of the aorta. The device position was confirmed with transesophageal echocardiogram. Using a # 25 snare the doctor made several attempts to recapture the device into the entrance of the sheet without any luck. After consulting with a vascular surgeon the doctor terminated his attempt to retrieve the device percutaneously and stent the pt to surgery for removal of the device. It was reported the pt tolerated surgery well, subsequently transesophageal echocardiogram and echo showed no compromise of myocardial pump or valve function, there was no hemodynamic compromise.